Manufacturer narrative:
Concomitant medical products: 8637-20 pump, implanted: (B)(6) 2018; 8709sc catheter, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged approximately one week post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.